Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During inspection of the inserter, the spring mechanism of the release lever was stiff. Subsequently, the device was oiled and "a dark liquid came out of the instrument." The source of the substance is unknown. The event occurred prior to patient being brought into the operating room.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this malfunction occurred outside of any surgical procedure and has not contributed to an adverse event outside of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.